Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2018, a gore® excluder® trunk-ipsilateral leg component (rlt351414j/18375767) was implanted as part of an endovascular aortic repair. The device was advanced and deployed with no reported issues. Upon removal of the delivery catheter, the leading olive was reportedly separated from the catheter and remained on the guidewire inside the patient. According to the report, the leading olive was successfully retrieved through the introducer sheath. The procedure was concluded without any further reported complications, and the patient tolerated the procedure. The delivery catheter was discarded at the facility and, therefore, was not available for analysis by gore.